Event description:
The customer stated that he tested his blood glucose and received back to back readings of 301 and 46 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The meter and strips are to be returned for evaluation, and replacement products will be sent.